Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and mildly calcified radial artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was inflated two times with 4atm pressure for each inflation and ruptured with a 5atm pressure. The alleged device was simply pulled out from the patient's body and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.